Event description:
A pt underwent a cardiac cauterization procedure on (B)(6) 2014. The customer had stated the j-wire came unraveled while removing the device from the access hole in the pts groin. An unusual access where the pt was large with a deep artery. The physician had difficulties trying to insert items into the artery such as the micropuncture, sheath, angioseal and perclose. These items seemed to curl up in the subcutaneous layer. So the physician couldn't use a closure device and needed to apply manual pressure. The j-wire was still in the artery as the physician began manual pressure. The customer proceeded to remove the wire from the pts groin which was rather difficult to remove as the physician continued manual pressure. As the customer continued to pull the wire out, the outer portion of the wire came unraveled and the wire broke. The physician and customer managed to remove the whole wire out of the pt.

Manufacturer narrative:
Event evaluation: still under investigation.